Manufacturer narrative:
Evaluation summary: a kink in the catheter was noted when the catheter was removed from its returned packaging. The kink may have happened during the difficulties experienced removing the catheter from the patient. The kink may have happened post-procedural given how the device was packaged for return. The kink is located approximately 104.7cm distal of the y-manifold strain relief distal tip. All components of the nanocross elite dilatation catheter were accounted for. The guidewire lumen within the balloon chamber exhibits serpentine stretching. The balloon chamber proximal bond area exhibits pleat and fold creases. The pleat and fold creases reduce the proximal bond internal diameter to less than ideal. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: resistance was experienced but when the catheter was straightened out at the before mention kink a clear steady stream of fluid was observed exiting the distal tip. Per the initial report the medical practitioner was using a 0.014" guidewire. A 0.014" guidewire was loaded through the proximal hub: resistance was felt once the guidewire reached the before mentioned kink in the catheter. A 20cc syringe with manometer containing a 50:50 solution of glycerin and water was attached to the inflation lumen luer lock on the y-manifold. The balloon chamber was inflated to 8atm, (nominal pressure for this powercross catheter). A vacuum was pulled and a timer was started. When the timer reached 3minutes 30seconds the balloon chamber was examined: it was partially deflated and still contained fluid. A 20cc syringe with manometer containing a 50:50 solution of glycerin and water was attached to the inflation lumen luer lock on the y-manifold. The balloon chamber was inflated to 8atm, (nominal pressure for this powercross catheter). A vacuum was pulled and a timer was started. When the timer reached 3minutes 30seconds the balloon chamber was examined: it was partially deflated and still contained fluid.

Event description:
The physician was attempting to treat a lesion in the superficial femoral artery (sfa) with a nanocross elite balloon. It is reported that an unknown inflation device was used with 50/50 contrast and saline. It is reported that no embolic protection was used. It is reported that the device was slow to deflate at the lesion site. Multiple negative aspirations were performed and balloon was removed with much difficulty as the balloon did not fully deflate. Upon removal of the balloon it is reported that the physician performed an angiogram was pleased with the results. No patient injury was reported.